Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a defective x-ray tube. The returned x-ray-tube was found to be defective. The small filament (f1) of the x-ray-tube touched the focal head which was confirmed through log file analysis and the appropriate error messages "no xray: try again". Under normal conditions there is an automatic switch over by the system. When the user attempts to release x-ray after the filament has failed, the system detects the failure and aborts the scene. After 3 repeated attempts to release radiation, the system switches over to the next larger focus automatically. The usage of the larger focus results normally in a moderate impact in the image quality (spatial resolution / sharpness). In the given case, the switch over did not work properly because the release attempts by the operator were too short to be recognized as switch over attempts. In order to avoid faulty switching during normal patient operation and to be able to assume an intended activity of the operator, the pulse length of these 3 radiation releases must be greater than 280 milliseconds. The affected x-ray-tube has been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that fluoro and acquisition were lost. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.